Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a (B)(6) female. According to the complainant, difficulties were encountered during advancement of the stent beyond a stone. When the physician attempted to deploy the stent, the inner cannula stretched and broke. A portion of the catheter remained in the stent. The entire device was removed and the procedure was completed with another MFR's stent. There were no complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).